Event description:
Pharmacist reported an underinfusion of magnesium. States 10 gm/250 ml should have been selected from the ob gyn profile to run at 50 ml/hr, but the pump was found scrolling 2 gm/50 ml with the rate at 25 ml/hr. This hospital and another in the same system share a data set, but all infusions at this hospital are to be programmed in the ob gyn profile and infusions at the other hospital are programmed using the other profiles (ex, acute care, epidural, oncology). The ob gyn profile contains only ob magnesium drip to 10 gm/250 ml and the other profiles contain magnesium ivpb with various concentrations, such as 2 bm/50 ml and 4 gm/50 ml. At this hospital, they hang a primary infusion of lr for intermittent antibiotics (ampicillin in this case) on one channel and use a separate channel for the primary infusion of magnesium, which is connected to the lr tubing at the distal port closest to the pt. Two nurses hung the new bag of magnesium around 8-9 am and noted around 6-7 pm that the bag should have been empty and needing to be changed by then. At 7-8 pm, they noted the banner scrolling 2 gm/50 ml at 25 ml/hr. There was no pt harm and no medical intervention was required. Customer stated that no further pt or event info is available.

Manufacturer narrative:
(B)(4). The event logs have been received and log review is pending. A follow up report will be submitted once the investigation has been completed.